Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened overwrap and an opened folder with a re-parked detached needle, a needle suture piece and a suture piece of product were returned for analysis. This product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were bent and broken this caused the suture was separated from the needle resulting in a damaged product. The suture piece was examined, an end present residue of epoxy and the other end was cut appears by be use of surgical instrument. The other sections of sample (needle-suture piece) was examined and the swage and attachment area were bent and broken. The end was cut appears by be use of surgical instrument. Per the sample condition the assignable cause of performance pull off suture needle pre-op and performance damaged product are bent needle and broken needle. However, the assignable cause of the breakage needle cannot be concluded and an additional evaluation is necessary. The sample was forward for further evaluation to determine the failure mode. A failed suture needle was submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. Additional information was requested and the following was obtained: was the issue noted upon opening a new package? Yes . What specific abnormality was noted in the shape of the needle compared to a normal needle for this product. When the nurse opened the product. They found out that there's metal filament. The item will send back for investigation. What is meant by 'the suture and needle were separated uncarefully when checking' - was anyone injured when examining the suture? If yes, how was it managed? No . Or did the needle pulled off because it was handled uncarefully? Yes.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. Upon opened the package found a abnormal shape of needle. The suture and needle were separated uncarefully when checking the product. A new suture was used. There was no patient consequence. Upon analysis, it was noted that the needle was broken.